Manufacturer narrative:
A cool line catheter was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. A pinhole leak was noted at the proximal balloon immediately after pressurizing the catheter. Following the test, all balloons deflated successfully without any issues. Evaluation of the returned devices confirmed the customer reported issue as a cool line catheter pinhole leak at the proximal balloon. The probable cause for the customer reported issue was due to user mishandling, including, but not limited to damage during device operation.

Event description:
It was reported that cool line catheter was inserted in a left subclavian of a male patient ((B)(6)), the insertion was difficult. Three punctures were made. One complication was subclavian arterial puncture prior to getting correct placement. No water was noted on patient or around thermogard. Pinhole leak likely occurred to balloon. It was instructed to change catheter over guidewire. The catheter was placed in patient for 6 days. The airtrap chamber alarm was noticed during therapy. Patient is in a stable condition.